Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that they had a pt where the catheter fell out approx 4 weeks post insertion. The cuff was reportedly exposed and still attached to the catheter. Catheter had to be replaced with another.